Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon completion of investigation.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. The device currently remains in service. Technical services determined that the device was in fact depleting faster than normal. It was replaced on (B)(6) 2019. No adverse patient effects were reported.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. Technical services reviewed the data from the device, and were able to confirm the premature depletion. The device was explanted and replaced, with no adverse effects to the patient. The device returned to boston scientific, and analysis was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is not part of the hydrogen induced premature depletion advisory population.